Manufacturer narrative:
The product is expected to be returned for testing. Add'l info will be submitted upon 30 days of receipt. This cypher sirolimus-eluting coronary stent is distributed outside the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent.

Event description:
The report received from the affiliate indicated that the pt had a 90% stenosed, de novo, slighly calcified lesion from the left main trunk to the proximal left anterior descending artery (lad). After conducting plain old balloon angioplasty (poba) with a balloon (product unk) at the target lesion, a 3.5 x 23mm cypher was implanted at the target lesion at 12atm for 20seconds. Then, when the stent delivery system (sds) was pulled after implant, the physician experienced slight difficulty withdrawing the sds. Since the physician considered the resistance was due to the cypher stent probably being under-dilated, he decided to post-dilate the cypher. Post-dilation was conducted with the sds and a balloon at 12atm for 25 seconds by the kissing balloon technique. When the balloons were being retrieved, the lacross balloon was retrieved without any problems, but the sds became stuck at the lesion and would not move. After several tries, the sds was pulled and removed from the pt. An intravascular ultrasound (ivus) was conducted to verify that none of the stent struts were found to be flared. The implant of the cypher was completed and the procedure was finished successfully.